Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and foreign body in patient appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified mid circumflex (cx) artery. A 3.5 x 12 mm xience sierra stent delivery system (sds) was used; however, the sds met resistance with the anatomy and failed to cross the lesion. Additionally, the stent dislodged from the stent delivery balloon and remained in the proximal cx artery. Therefore, an unspecified trek balloon catheter was used to fully appose the stent to the vessel wall. Two additional unspecified stents were then advanced through the xience sierra stent to treat the target lesion in the mid cx artery. There was no adverse patient sequela reported. No additional information was provided.